Event description:
The customer reported that the digital subtraction angiography mode would not engage when selected. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard drive was replaced and the software reloaded. The system was then found to be operating as intended.